Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) estimated 10 month longevity in may, but triggered unexpected elective replacement indicator (eri) in (B)(6). The device remains in use. A changed-out procedure was scheduled. No patient complications have been reported as a result of this event.